Manufacturer narrative:
The pump exchange that occurred on (B)(6) 2017 referenced in this section was reported under medwatch MFR. Report number 2916596-2017-02180. Approximate age of device ¿ 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The previous lvad was exchanged with this lvad due to pump thrombosis. It was reported that the patient¿s lactate dehydrogenase level was trending upward. Log file analysis by the manufacturer's technical services did not reveal any abnormal pump operation. Additional information was requested, but none has been provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A direct relationship between the device and the reported event could not be determined. Multiple attempts for more information were made but no further information was provided. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.